Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed every time she attempted to rewind. The caller stated that she was in a nursing home when the insulin pump vibrates and an error alarm was displayed. The blood glucose reading was 140 mg/dl. Troubleshooting was performed, and the device failed the displacement test. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.